Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cuffed blue line ultra® suctionaid cuff was ruptured before the normal time. There was no reported patient complications.